Manufacturer narrative:
It was reported that after transeptal puncture was complete, the dilator and sheath were threaded over the wire and when the dilator was inserted into the groin, scar tissue stopped the dilator and split the dilator. Also reported that the patient had scarring within the vasculature and the sheath had difficulty gaining further access and the tip of sheath split over the wire. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined, however the damage noted to the dilator and sheath is consistent with damage during use. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Na.

Event description:
It was reported that on (B)(6) 2024, a torqvue sheath 14f 080cm 45x45 pkg ster was selected to implant a device. During the procedure, the sheath was introduced to the patient. After transeptal puncture was complete, the dilator and sheath were threaded over the wire. Once the dilator was inserted into the groin, scar tissue stopped the dilator and split the dilator. Patient had scarring within the vasculature and the sheath had difficulty gaining further access. Tip of sheath split over the wire and the sheath was retrieved and examined by physician. The sheath was replaced with a 12 f amplatzer torqvue 45x45 sheath and no other issues were noted. The patient remain hemodynamically stable throughout the procedure

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.